Event description:
On 9/4/07, hitachi received a report that a patient scanned on the altaire MRI system experienced a second degree burn on her chest above the breasts. The patient had undergone a cervical spine exam and noticed skin redness after the exam was concluded. The site technologist applied an ice bag to the affected area and the patient was directed to see a physician for treatment. This same patient underwent a lumbar exam in 2007, on the same MRI system and experienced skin redness in the same area, although the injury was classified as a first degree burn by the technologist at the time. The only commonality of the two incidents were the patient, the affected area, and the use of the same MRI system. The receive coil and scan sequences were completely different.

Manufacturer narrative:
System tests on the transmitter coil and c-spine receive coil in use were done at the site. See attached. The receive coil was also tested at our repair facility with no evidence of heating. We found no evidence that the system malfunctioned. There was no image artifacts indicative of metallic implant and the patient screening did not detect any contraindications for MRI exams. The site reports the c-spine receive coil was used on 7-10 patients a week. No other patients have lodged any complaints regarding heating/burning at the site following the use of the device. Note that the c-spine receive coil does not come into contact with the patient's chest. (See scanned pages).